Event description:
It was reported that, a aequalis pressfit and perform pegged glenoid (anatomic total shoulder) were removed. Unsure as to what caused the need for the revision. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.